Event description:
Epatch by biotel monitor placed on skin (B)(6) 2023 started having burning under gel. Felt like bugs crawling/sharp pinpricks. Removed device (B)(6) and found to have blistering where device attached with gel.